Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, lv lead was suspected to be dislodged after lv vector check. The device was reprogrammed. The patient was stable.